Event description:
It was reported that during a cholecystectomy procedure, the device wouldn't fire at fourth firing. Another like device was used to complete the case. There were no adverese consequences to the patient.